Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing found a defective latch/lock flex sensor. The flex sensor was replaced.

Event description:
It was reported that the pump showed a latch lock error message. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Received additional information, informing that there was no patient involvement. Updated section a.